Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test, problem isolated to rf board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had rf pic failed selftest alarm. Customer¿s blood glucose level was 173 mg/dl. Customer was performed self test and the test did not pass. Customer was advised to revert backup plan as per healthcare professional's instructions. Insulin pump will be returned for analysis.